Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID 2134265-2013-08444. It was reported that chest pain and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and underwent cardiac catheterization which revealed two lesions. The first lesion was a 2.25 x 10 mm, 100% stenosed target lesion located in the 1st diagonal branch. It was treated with pre-dilatation and placement of a 2.25 mm x 16 mm pe plus stent with 0% residual stenosis. The second lesion was a 2.5 x 16 mm, 80% stenosed target lesion located in the mid left anterior descending (lad) artery and was treated with pre-dilatation and placement of a 2.50 mm x 38 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel three days post procedure. In (B)(6) 2012, the patient experienced non st elevation myocardial infarction. In (B)(6) 2013, the patient presented due to cardiac-chest pain and was hospitalized on the same day. Five days after admission, the patient underwent a 2-vessel coronary artery bypass graft (CABG) which includes the left internal mammary artery (lima) to left anterior descending artery (lad) and saphenous vein graft (svg) to diagonal branch. Six days post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.